Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) lead resulting in numerous inappropriate shocks. There was also evidence of high out-of-range rv pacing impedance measurements. Surgical intervention was performed and the rv lead was capped and replaced without incident. The device remains in service. No additional adverse patient effects were reported.